Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had loss of capture. The lead was reprogrammed and remains in use. As well, the patient's implantable cardioverter defibrillator (ICD) had a "no impedance taken" alert triggered. It was noted that the device was operating as designed and there was no complaint against the device, just an inquiry. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.